Event description:
It was reported that a ventilator repeatedly gave an "inspiratory flow over-range" alarm during setup and the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The monitoring pc-board was returned for investigation. The monitoring pc-board was installed in a reference ventilator, several pre-use check and simulated use test was made without any deviation. At the reported date of event, there are no indication in the device logs of the reported "inspiratory flow over-range" alarm, neither during setup or pre-use check. The alarm "inspiratory flow over-range" indicates a leakage situation. The conclusion into this matter is that the monitoring pc-board was working according to it's specification.

Event description:
(B)(4)